Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl and a bolus was delivered to address the bg. The customer initially thought the insulin was not exiting the tubing; however, after the pump system check, insulin was observed and the customer stated that due to poor eyesight she may have not seen the insulin initially. No device issues were observed during the system check. Upon follow up the same day, the bg had not decreased. At that time the customer changed out the infusion set site. Insulin delivery was resumed.